Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor slide functioning properly. The motor was tested outside of the device and passed. Device received with normal operating currents. Device monitored for several hours and unexpected insulin pump turned blank display and on by itself noted. The battery tube connector plugged in properly to electrical board during visual inspection. No unexpected insulin pump error alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had multiple issues with the insulin pump. Customer¿s blood glucose was 45 mg/dl at the of incident and treated with food and current blood glucose was high. Customer was assisted with troubleshooting. Customer stated that the insulin pump was not working correctly, volume got stuck on the highest level and customer was not able to change it. Customer stated that they leave the button pressed and the motor did not move. Customer states they remove the reservoir and rewind it again and eventually it worked. Customer stated that the insulin pump turned off and then it turned back on by itself. Customer stated that the insulin pump sounds like insulin pump error alarm. Customer also stated that the insulin pump had a bit scratched on the back side. Customer states they were unable to exit the load reservoir process. The device will be returned for analysis.